Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for migraine. The caller reported that there was an end of service (eos) message on the patient programmer. The caller was redirected to follow-up with the healthcare provider to discuss implantable neurostimulator (ins) replacement. No further complications or patient symptoms were reported or anticipated.